Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The color scheme of the device matches the print. The inner and outer blades have heavy scoring at the proximal end where large bio debris has ground against each surface during rotation. There are metal flakes inside the rounded distal inner blade window. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the definitive clinical root cause of the reported adverse event could not be determined. Although a procedural variance could not be ruled out. As the IFU for the dyonics dis blade does warn; ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly.¿ the two intra-op images provided confirm the presence of the foreign material in the patient. The impact to the patient was the removal of the flaked metal material and the 30-minutes surgical delay. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include excessive side-loading and minimal irrigation. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a shoulder cuff suture procedure, the platinum full radius bonecutter 5.5mm disintegrated as metal fragments scatter inside the patient. The flaked material were retrieved from the patient with suction. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and the malfunction did not cause any other complications or intervention.